Manufacturer narrative:
Per good faith effort (gfe) response received on 05mar2026, the biomedical technician confirmed the reported touchscreen problem, installed the replacement touchscreen, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the touchscreen was unresponsive and could not be calibrated. The remote service engineer (rse) recommended that the customer replace the touchscreen and provided the customer with the part number of the replacement touchscreen for repair. This investigation is ongoing.